Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump being kicked into a swimming pool. Customer reported that as a result, display screen went blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly, the insulin pump also had corroded motor home switch; unable to perform functional testing due to blank display. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.